Event description:
"Svc impedance was measuring ""none"". Lead is a biotronik df1 dual coil lead. Reviewed this situation is either a lead/device connection issue or an svc coil fracture that was exacerbated during lead manipulation during implant." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 12/01/2025 for report mw5179201 to update procode to mrm. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).